Event description:
It was reported that the patient received inappropriate therapy due to oversensing from the left ventricular (lv) lead. The lv lead was plugged into the right ventricular (rv) port and the rv lead was plugged into the lv port. A new pace/sense lead was added to the system and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD implanted: 2011-(B)(6). (B)(4).